Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / lower pelvic pain") in a 47-year-old female patient who had essure (batch no. 826109( invalid),61168a(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's concurrent conditions included urinary incontinence, hepatic adenoma, fsh normal, estradiol normal, vaginal dryness, postmenopausal bleeding, parity 2, cystocele and cough. Concomitant products included celecoxib (celebrex), citalopram hydrobromide (celexa), colecalciferol (vitamin d) and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced menometrorrhagia ("menorrhagia / irregular cycles and spotting since 3 months after essure"). In 2013, the patient experienced premature menopause ("hormonal changes: early menopause"), hot flush ("hot flashes"), mood swings ("mood swings") and insomnia ("insomnia"). On (B)(6) 2015, 7 years 9 months after insertion of essure, the patient experienced arthralgia ("knee and joint pain"). In (B)(6) 2016, the patient experienced urticaria chronic ("allergic reaction: chronic urticaria/rashes or skin conditions:chronic urticaria"), allergy to metals ("nickel allergy") and urticaria ("hives"). In 2016, the patient experienced cataract ("vision /eye problems: cataracts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), hypersensitivity ("allergic reactions") with rash, abdominal distension ("bloating"), weight increased ("weight gain"), angioedema ("angioedema"), tooth disorder ("dental problems"), endodontic procedure ("root canal"), trigeminal nerve disorder ("irritation trigeminal nerve") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant/ on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urticaria chronic, angioedema, tooth disorder and abdominal pain lower had resolved and the depression, hypersensitivity, abdominal distension, weight increased, vaginal haemorrhage, menometrorrhagia, allergy to metals, arthralgia, premature menopause, cataract, urticaria, endodontic procedure, trigeminal nerve disorder, hot flush and insomnia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, angioedema, arthralgia, cataract, depression, endodontic procedure, hot flush, hypersensitivity, insomnia, menometrorrhagia, mood swings, pelvic pain, premature menopause, tooth disorder, trigeminal nerve disorder, urticaria, urticaria chronic, vaginal haemorrhage and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; vaginal haemorrhage, premature menopause, hot flashes, mood swings, insomnia. Lot numbers 826109 and 61168a reported are invalid. Most recent follow-up information incorporated above includes: on 20-sep-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / lower pelvic pain") in a 47-year-old female patient who had essure (batch no. 826109(invalid),61168a(invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's concurrent conditions included urinary incontinence, hepatic adenoma, fsh normal, estradiol normal, vaginal dryness, postmenopausal bleeding, parity 2, cystocele and cough. Concomitant products included celecoxib (celebrex), citalopram hydrobromide (celexa), topiramate (topamax) and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced menometrorrhagia ("menorrhagia / irregular cycles and spotting since 3 months after essure"). In 2013, the patient experienced premature menopause ("hormonal changes: early menopause"), hot flush ("hot flashes"), mood swings ("mood swings") and insomnia ("insomnia"). On (B)(6) 2015, the patient experienced arthralgia ("knee and joint pain"), 7 years 9 months after insertion of essure. In (B)(6) 2016, the patient experienced urticaria chronic ("allergic reaction: chronic urticaria/rashes or skin conditions:chronic urticaria"), allergy to metals ("nickel allergy") and urticaria ("hives"). In 2016, the patient experienced cataract ("vision /eye problems: cataracts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), hypersensitivity ("allergic reactions") with rash, abdominal distension ("bloating"), angioedema ("angioedema"), tooth disorder ("dental problems"), trigeminal nerve disorder ("irritation trigeminal nerve"), abdominal pain lower ("lower abdominal pain") and gait inability ("inability to walk/bend"), was found to have weight increased ("weight gain") and underwent endodontic procedure ("root canal"). The patient was treated with surgery (to remove the essure implant/ on (B)(6) 2017 salpingectomy (bilateral removal of follopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urticaria chronic, angioedema, tooth disorder and abdominal pain lower had resolved and the depression, hypersensitivity, abdominal distension, weight increased, vaginal haemorrhage, menometrorrhagia, allergy to metals, arthralgia, premature menopause, cataract, urticaria, endodontic procedure, trigeminal nerve disorder, hot flush, insomnia and gait inability outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, angioedema, arthralgia, cataract, depression, endodontic procedure, gait inability, hot flush, hypersensitivity, insomnia, menometrorrhagia, mood swings, pelvic pain, premature menopause, tooth disorder, trigeminal nerve disorder, urticaria, urticaria chronic, vaginal haemorrhage and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; vaginal haemorrhage, premature menopause, hot flashes, mood swings, insomnia. Lot numbers 826109 and 61168a reported are invalid most recent follow-up information incorporated above includes: on 21-dec-2018: pfs received. Event inability to walk/bend added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / lower pelvic pain") in a 47-year-old female patient who had essure (batch no. 826109,61168a) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's concurrent conditions included urinary incontinence, hepatic adenoma, fsh normal, estradiol normal, vaginal dryness, postmenopausal bleeding, para, cystocele and cough. Concomitant products included celecoxib (celebrex), citalopram hydrobromide (celexa), colecalciferol (vitamin d) and topiramate (topamax). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia / irregular cycles and spotting since 3 months after essure"). In 2013, the patient experienced premature menopause ("hormonal changes: early menopause"), hot flush ("hot flashes"), mood swings ("mood swings") and insomnia ("insomnia"). On (B)(6) 2015, 7 years 9 months after insertion of essure, the patient experienced arthralgia ("knee and joint pain"). In (B)(6) 2016, the patient experienced urticaria chronic ("allergic reaction: chronic urticaria/rashes or skin conditions:chronic urticaria"), allergy to metals ("nickel allergy") and urticaria ("hives"). In 2016, the patient experienced cataract ("vision /eye problems: cataracts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), hypersensitivity ("allergic reactions") with rash, abdominal distension ("bloating"), weight increased ("weight gain"), angioedema ("angioedema"), tooth disorder ("dental problems"), endodontic procedure ("root canal"), trigeminal nerve disorder ("irritation trigeminal nerve") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (to remove the essure implant/ on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urticaria chronic, angioedema, tooth disorder and abdominal pain lower had resolved and the depression, hypersensitivity, abdominal distension, weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, arthralgia, premature menopause, cataract, urticaria, endodontic procedure, trigeminal nerve disorder, hot flush and insomnia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, angioedema, arthralgia, cataract, depression, endodontic procedure, hot flush, hypersensitivity, insomnia, menorrhagia, mood swings, pelvic pain, premature menopause, tooth disorder, trigeminal nerve disorder, urticaria, urticaria chronic, vaginal haemorrhage and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; vaginal haemorrhage, premature menopause, hot flashes, mood swings, insomnia. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs + mr received. Her demographic was added. Lot number added. Concomitant medication added. Following event: abnormal bleeding (vaginal), menorrhagia / irregular cycles and spotting since 3 months after essure, allergic reaction: chronic urticaria/rashes or skin conditions:chronic urticaria, angioedema, nickel allergy, knee and joint pain, dental problems, hormonal changes: early menopause, vision /eye problems: cataracts, hives, root canal, irritation trigeminal nerve, hot flashes, mood swings, insomnia, lower abdominal pain, essure confirmation test(s) conducted, specify. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), hypersensitivity ("allergic reactions") with rash, abdominal distension ("bloating") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, depression, hypersensitivity, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, depression, hypersensitivity, pelvic pain and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.